Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced blood loss, disseminated intravascular coagulation (dic), and unresponsiveness during continuous renal replacement therapy (crrt) using a prismaflex machine. The machine was used with five prismaflex sets during the event. Approximately 12 hours after the start of therapy, a blood leak detected alarm occurred. However, there was no blood leak noted, only air in the line. The air chamber of the first prismaflex set was empty and approximately one or two inches of air was noted below the air bubble detector and above the blood leak detector. The reporter stated that the first prismaflex set was discontinued and 56ml of blood was returned to the patient. The second prismaflex was discontinued after a ¿return extremely positive¿ alarm, and the blood in the circuit was not returned to the patient. The third prismaflex set was discontinued after a warning ¿air in blood¿ alarm which occurred two seconds after start. The treatment was discontinued without blood restitution. The fourth prismaflex set was discontinued after 22 minutes following six ¿access extremely negative¿ and six ¿return extremely positive¿ alarms. The blood returned to the patient was 26 ml. The patient¿s vascular line (catheter) was found to be clotted likely after replacement of the fourth set and the access had to be ¿de clotted¿ prior to restart of crrt. Due to the clot, treatment was not resumed for ¿several hours". The patient was diagnosed with dic and citrate was provided as anticoagulation using the fifth prismaflex set. Around 15-30 minutes after therapy was begun using the fifth prismaflex set, the patient became unresponsive. The accumulated blood loss was approximately 800 ml. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All pressure pod and scale calibrations were verified. A saline run was performed with no issues found. The device was found to operate per specification with no issues noted. The event history log review revealed that the prismaflex control unit alarmed for air in return line and stopped the treatment. According to the review of the logs, the user did not perform the troubleshooting sequence offered by the machine and instead stopped treatment. The prismaflex device has an air detector that continuously monitors the return line for air bubbles. A warning alarm occurs if a bubble is detected. The return line clamp will close and prevent blood and/or air from passing to the patient. Review of the log files also revealed that the machine had presented access extremely negative and return extremely positive alarms. The cause of the air alarm presented by the machine could not be determined; however, the prismaflex machine was found to have operated as intended by detecting the air and stopping treatment. The cause of the access extremely negative and return extremely positive alarms was not determined. Should additional relevant information become available, a supplemental report will be submitted.